Event description:
It was reported that during an unspecified procedure, the seal cap assembly tore when the surgeon inserted his hand inside the port and tightened the seal cap assembly. No adverse pt consequence was reported.

Manufacturer narrative:
Date sent: 06/05/2008. Info anticipated, but unavailable at this time.